Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was planned to be implanted for the endovascular treatment of a 70mm thoracic aneurysm. A non mdt was implanted for total arch, and elephant trunk procedure. It was reported during the index procedure the non mdt stent had migrated proximally, and the physician planned to implant the valiant navion stent graft beyond the total arch anastomosis. Although the valiant navion stent was advanced using the pull-through method the tip was incapable of exceeding the aortic arch. The physician opted not to proceed with the tvear and the procedure was ended. Per the physician the cause of the event undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was confirmed that the aneurysm diameter measured 57mm and was of length 170mm. It was noted that the correct size stent graft was used and that it was not possible for it to reach its target landing zone due to stenosis and angulation in the anastomotic site of the elephant trunk in the aortic arch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.